Manufacturer narrative:
The DHR and lot review could not be conducted as the lot number was not reported.

Event description:
A patient was injected to the nose with radiesse on (B)(6) 2015. On (B)(6) 2015, the patient shared with an acquaintance complaints of pain and redness to the nose. Patient identifiers are unknown. Treatment was done to push the filler out. Antibiotic treatment was given. No additional information is available.